Manufacturer narrative:
The company representative (i.h.) Indicated that the surgeon was not able to disassemble the implant from the instrument and the surgeon decided to use another system for that patient.

Event description:
The slim handle was jammed into the slim driver and slim nail during surgery.